Event description:
The customer reported the system had a kv on in error and was intermittently not exposing. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.